Event description:
In 7/2004, a homo discharged loft ventriculer assist device patient supported by a pneumatic portable driver was experiencing multiple alarms for low pressure. The patient came into hospital for a clinic visit and it was noted that the tubing portion on the vad between the housing and the electrical/pneumatic connector was split and air was escaping. The split is approximately halfway down tubing and is split circumferentially with only the posterior section intact. The tubing was repaired with a tape product and reinforced with tubing as a splint. The patient was placed on 1a status on the transplant list. In two days, the surgeon decided to replace the vad.